Event description:
During a laparoscopic cholecystectomy procedure, the safety shield would not retract to penetrate the tissue. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.